Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt had complications after the stent graft was implanted. It was reported that the pt was admitted to the hosp for three subsequence repairs. No additional sequelae were reported.